Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this was removed in 2 fragments from the abdomen and from the left 5 mm"), device dislocation ("this was removed in 2 fragments from the abdomen and from the left 5 mm"), device expulsion ("essure coil was found to be removed from the uterus in its entirety"), pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included asthma, endometriosis and hydrosalpinx. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), blister ("allergic or hypersensitivity reaction type: tubes blistered around springs"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils), and surgery (bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, blister, the last episode of female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, blister, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: current weight 175 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were added from medical records: device expulsion and device breakage. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: events per pfs: abnormal bleeding (general), allergic or hypersensitivity reaction type: tubes blistered around springs, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), were added. Events per mr: device expulsion and device breakage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("this was removed in 2 fragments from the abdomen and from the left 5 mm"), device dislocation ("this was removed in 2 fragments from the abdomen and from the left 5 mm"), device expulsion ("essure coil was found to be removed from the uterus in its entirety"), pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included asthma, endometriosis and hydrosalpinx. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), blister ("allergic or hypersensitivity reaction type: tubes blistered around springs"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils).essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, blister, dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, blister, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: current weight 175 lbs. Approximate weight at the time of essure placement 150 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were added from medical records: device expulsion and device breakage. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this was removed in 2 fragments from the abdomen and from the left 5 mm"), device dislocation ("this was removed in 2 fragments from the abdomen and from the left 5 mm"), pelvic pain ("pain/pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), device expulsion ("essure coil was found to be removed from the uterus in its entirety") and genital haemorrhage ("abnormal bleeding (general)") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and miscarriage on (B)(6) 2009. Concurrent conditions included asthma, endometriosis, hydrosalpinx and bacterial vaginosis. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (ortho tri-cyclen), gabapentin and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blister ("allergic or hypersensitivity reaction type: tubes blistered around springs"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic inflammatory disease, device expulsion, genital haemorrhage, blister, dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, blister, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: current weight 175 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were added from medical records: device expulsion, device breakage and pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical record-reporter information, concurrent condition and event pelvic inflammatory disease was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.